Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the abutment site and was prescribed oral antibiotics (date not reported). Subsequently on (B)(6) 2015, the patient underwent revision surgery, the abutment was removed and a magnet was placed. The implanted device remains.